Event description:
This unsolicited case from united states was received on 20-nov-2017 from other non-health care professional. This case concerns 3 patients (demographics unspecified) who received treatment with synvisc one injection and after an unknown latency patient had severe pain. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patients received treatment with intra- articular synvisc one injection (frequency, dose, expiration date and indication: not provided; batch/lot number: 7rsl021). On an unknown date, latency unknown, patients reported severe pain post injection following synvisc one injection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for both events additional information was received on 22-nov-2017. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a female patient who received synvisc one injection and later experienced pain post injection. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns 3 patients (demographics unspecified) who received treatment with synvisc one injection and after an unknown latency patient had severe pain. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patients received treatment with intra- articular synvisc one injection (frequency, dose, expiration date and indication: not provided; batch/lot number: 7rsl021). On an unknown date, latency unknown, patients reported severe pain post injection following synvisc one injection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: permanent or significant disability. Pharmacovigilance comment: sanofi company comment dated 25-nov-2017: this case concerns 3 patients who received treatment with synvisc one and later experienced pain post injection. Since patient experienced pain post injection causal role of suspect. Product cannot be denied in occurrence of the event. However, lack of information regarding site of pain, medical history, concurrent conditions, concomitant medications and past drugs precludes complete medical assessment of the case.